Manufacturer narrative:
A replacement power supply was sent to the customer. The original device was received on 3/3/2016. However, as of the date of this report, a product evaluation had not been completed. Should additional information become available resulting in new, changed, or corrected information, a follow up report will be submitted at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
On (B)(6) 2016, the customer reported to medela customer service that the transformer for her pump in style advanced power adapter was broken open, exposing the inner electronics, which is a safety risk.